Event description:
There is no allegation from a health care professional that the death was related to the device. It was reported that the cause of death was unknown. No further information is available at this time.

Manufacturer narrative:
No medwatch form was received.

Event description:
New information received stated that the patient suffered cardiac arrest on 01/24/12. Ems noted that the device attempted to deliver therapy while they were trying to resuscitate the patient. The physician does not believe the death was related to the device.